Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The complainant stated the device was discarded. As the device was not returned for evaluation, inspection was unable to be performed. Stryker procedure(s) support(s) that the device was unlikely to have been released from stryker with the reported failure mode. A review of the DHR could not be performed as the lot/serial number was not reported. The reported event could be attributed to: -grasping on to too much or inappropriate tissue types or staples. -improperly forcing open the jaws of the device. -attempting to remove the device from the trocar with the jaws in the open position. The instructions for use (IFU) state: - in minimally invasive surgery, inspect the outer surfaces of the instrument before insertion through the cannula to ensure that there are no rough or sharp edges that could damage tissue. - remove instrument from tray by firmly pulling on the handle. Do not pull on the instrument jaws or cable. - use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. - carefully insert and withdraw the instrument through the cannula to avoid damage to the device and/or injury to the patient. - close jaws using device lever before insertion/extraction in the trocar. - notice ¿ do not turn the rotation wheel when the lever is latched. Product damage may occur. - notice ¿ do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. - do not attempt to clean the instrument jaws by activating the instrument on wet gauze. Product damage may occur. - do not clean the instrument jaws with a scratch pad or other abrasives. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the tip of the lap maryland broke and was disjointed. There was no patient injury reported, and the complainant is not aware of any medical intervention or extended procedure time. These are commonly used devices that are readily available.

Event description:
It was reported that the tip of the lap maryland broke and was disjointed. There was no patient injury reported, and the complainant is not aware of any medical intervention or extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
Correction to h6: investigation conclusions from conclusion not yet available to cause not established.